Event description:
Surgeon went to cut the structure in the abdomen; the scissor tip fell off into the patient. The tip was recovered.

Manufacturer narrative:
The device was not available for evaluation and the lot number was not provided. Without the lot number, the device history could not be reviewed. The failure could not be confirmed and the cause of the failure could not be determined. If more information is learned, a follow-up report will be filed.